Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated a missing set screw.

Event description:
It was reported that during the implanting procedure and manipulation of the implantable pulse generator (ipg), the setscrew was removed from the device at the time the wrench was removed. The ipg was not implanted. No patient complications have been reported as a result of this event.